Event description:
The lead was implanted with thera dr 7968i on 04/04/97. After implant, intermittent pacing failure and oversensing were observed on a holter monitor. When opening the pocket for reoperation on 04/09/97, blood was found inside of the lead body. The doctor thought the cause of the above mentioned anomalies was due to the blood. The doctor also admits that he might have cut the lead body unintentionally during the implant.

Manufacturer narrative:
Analysis summary: the polyurethane tubing was cut with a sharp instrument allowing the ingress of body fluid into the lead body. The cut also compromised the etfe wire insulation which most likely led to the observed intermittent loss of capture and overseeing.